Event description:
Boston scientific received information that this patient presented with fatigue and had a heart rate of 50 beats per minute. During this pulse generator (pg) interrogated, it was noted that this device triggered end of life (eol). A possible premature depleted battery was suspected. No adverse patient effects were reported. Subsequently this device was explanted and was returned.

Manufacturer narrative:
Upon receipt at our post quality assurance laboratory, the device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device was subjected to a longevity calculation based on system guide labeling for this model device and was found to not meet longevity at 64%. Design engineers have noted deficiencies in this calculation and determined that it does not accurately represent the device's battery performance. As a result, the device longevity was tested a second time, using a revised longevity calculator that has corrected the deficiencies of the original calculator. This device passed the second longevity calculation at 88%. A review if the daily measurements revealed that the ventricular autocapture threshold increased which caused the device to a higher voltage thereby reducing longevity faster then expected. It was confirmed that the device depleted normally.